Event description:
The customer observed a false nonreactive architect anti-hbc result for one patient. The initial anti-hbc test was 0.96 s/co (nonreactive). The customer had doubts and retested the sample. The retest results were 3.17 and 3.17 s/co (reactive). The customer believes that the reactive result is correct. Other results provided: hbsag <0.05 (nonreactive) anti-hbs 2.08 (nonreactive) hbeag 0.42 (nonreactive) anti-hbe 0.25 / 0.03 (reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 08l44-74 that has a similar product distributed in the us, list number 6l22, with 510k/PMA/bla number p080023.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect anti-hbc ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67544be01. Device history review did not identify any non-conformances or deviations with the complaint lot number and complaint issue. In-house testing of a retained reagent kit of the architect anti-hbc ii complaint lot was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lot generates the expected results. In addition, the clinical sensitivity of the lot was evaluated by testing a commercially available seroconversion panel (biomex seroconversion panel scp-hbv-001). The seroconversion panel results were compared to architect anti-hbc ii test results provided by biomex. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect anti-hbc ii assay was identified.

Event description:
The customer observed a false nonreactive architect anti-hbc result for one patient. The initial anti-hbc test was 0.96 s/co (nonreactive). The customer had doubts and retested the sample. The retest results were 3.17 and 3.17 s/co (reactive). The customer believes that the reactive result is correct. Other results provided: hbsag <0.05 (nonreactive), anti-hbs 2.08 (nonreactive), hbeag 0.42 (nonreactive), anti-hbe 0.25 / 0.03 (reactive). No impact to patient management was reported.